Event description:
On (B)(6), 2013, the lay user/patient contacted lifescan (lfs) alleging that the onetouch verio iq meter read inaccurately high compared to her feeling/ normal result(s). The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient does not recall when the alleged meter issue first began. On an unknown date/time, the patient reportedly obtained a blood glucose reading of ¿487mg/dl¿ with the subject meter. The patient¿s testing frequency is not known. The patient manages her diabetes with 28 units of novolog, 80 units of lantus, 1.8 units of victoza, and 1000mg of metformin (twice a day); however, in 2011, in response to the alleged meter issue, the patient reportedly consumed less food/drink. According to the csr¿s documentation, since the start of the alleged meter issue, the patient reportedly experienced symptoms of shaking, dizziness, anxiety attacks, and fainting (dates unknown); every three months the patient reportedly sought treatment (unspecified doses of insulin) from her endocrinologist; on (B)(6), 2011, the patient claimed she obtained a blood glucose reading of ¿80mg/dl¿ with the ER/hospital¿s meter; and as a result of the alleged meter issue, the patient reportedly was hospitalized (date unknown). It would have been helpful to know the following: if the alleged issue first began in 2011, why she was only calling now in regards to the issue; what the patient¿s blood glucose reading was (with the subject meter) and what action she took in response to the reading before her symptom began; if the visits to her endocrinologist were routine scheduled visits; and the reason for her reported hospitalization. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Additional device info: test strip lot #: not provided

Manufacturer narrative:
Follow-up # 1 ¿ (03/11/2014), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.